Event description:
During a procedure, while the surgeon was rearning with a flexible reamer several of the 'fingers' on the reaming head broke. Surgeon was able to remove the reamer head, but a small fragment remains in the pt. Procedure was completed satisfactory.